Event description:
It was reported that during a stent procedure a coronary rupture & cardiac tamponade occurred following deployment. The lesion was not predilated, contrary to instructions for use & the location of the target lesion is contraindicated in the instructions for use. The cardiac tamponade was resolved with pericardial drainage. No further info was available.